Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa <(>&<)> popliteal of the left leg. Approximately 24 months post index procedure the patient suffered 70% stenosis of the left sfa, which was treated approximately 6 weeks later with the use of an inpact admiral deb and non mdt pta ballooning. Patient recovered. The investigator indicated that the event was not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.